Manufacturer narrative:
The mitraclip remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to severe tricuspid regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic mixed mitral regurgitation (mr) grade 4+, with a significant cleft/scallop and leaflet tethering. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2021, worsening tricuspid regurgitation (tr) to severe was noted. Per physician, the event was not serious and unknown if device related. There was no hospitalization, no intervention, and no treatment provided. There was no device malfunction reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported tricuspid regurgitation could not be determined. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.